Manufacturer narrative:
No definitive conclusions can be made at this time. Our sales rep performed an eval of the instrument set and reported finding one device bent from applied force, but there was no difficulty during simulated use testing of mating parts. The set was used again without issue.

Event description:
See MDR report 1526439-2008-00178 for details. Device 5 of 5.